Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 98% stenosed, de novo target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 24 x 3.50mm taxus¿ liberté¿ stent was advanced and deployed to treat the lesion. Post stenting procedure and while the physician took orthogonal view, vessel dissection was noted. The procedure was completed with the implantation of a 16 x 3.50mm taxus liberte stent to cover the dissection. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that dissection happened while post dilating the distal segment of the stent after stent implantation.